Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 91-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication/ levimir insulin to manage diabetes. Customer states that she is a peritoneal dialysis patient and was advise to change the current meter to a truetrack. The customer provided that they not had any recent changes to diet, medication, or exercise. The product is stored in the kitchen. Customer was instructed about proper storage specifications. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (no time or date provided): (B)(6). Adverse event not reported.